Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was residue and debris on product. Visual inspection found the optic torn, haptic torn, and foreign material on lens surface (residue and debris on lens). (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Patient code: secondary surgical intervention, explant and exchange for shorter lens (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -08.50/+2.5/080 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.